Event description:
A malfunction was reported with the pump, displaying a malfunction code. There was no reported impact on the customer's blood glucose level. Customer support assisted the caller with resetting the pump, which resolved the initial issue, but the malfunction code recurred. Consequently, customer support arranged for a pump replacement. The customer was instructed to use an alternate insulin therapy through mdi and was provided with instructions for returning the faulty pump.